Event description:
It was reported that while a pt was on long-term mechanical ventilatory support, using the device in the breathing circuit, the ventilator's high air pressure alarm was triggered. When the respiratory care staff arrived, they found the patient to have a decreased level of consciousness and labored breathing. The staff suctioned the patients airway, and substituted a manual ventilation bag for the mechanical ventilator, which did not resolve the status. The staff then removed the device from the circuit, and was able to more easily manually ventilate the patient. The patient's status returned to baseline. No further sequelae were reported for the patient.

Manufacturer narrative:
Device evaluation begun, but not yet completed.